Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, no analysis will be done as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 4. Reference MFR report: 1627487-2016-00072, 1627487-2016-00074 and 1627487-2016-00075. It was reported the patient experienced an infection at her scs system devices incision sites. The physician was concerned the infection would spread and decided to remove the patient's entire scs system.

Manufacturer narrative:
Corrected data: MFR report reference # was initially listed incorrectly. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR report: 1627487-2017-00072, 1627487-2017-00074 & 1627487-2017-00075.